Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the introducer needle detached from the applicator. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached introducer needle could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
An applicator was returned for evaluation. A visual inspection was performed and testing concluded that the applicator is fully deployed with the needle and cannula safely retracted inside the applicator body. The reported event of a detached needle was not confirmed. A root cause could not be determined.